Manufacturer narrative:
No product was returned; however, three photos were received for analysis. The reported issue was confirmed per the photos provided. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that female-breast-cancer-patient underwent chemotherapy after surgery, had an infusion port implantation via the jugular vein under ultrasound in march and was readmitted for four chemotherapy cycles. Upon re-admission after completing four cycles of chemotherapy, she was admitted to the hospital for another examination. A chest x-ray showed that the infusion port catheter had broken and fallen into the right atrium. The catheter was then removed via the inferior vena cava. It was mentioned in the complaint that the device is available for return. There was patient involvement, but no patient harm/adverse event reported.